Manufacturer narrative:
The cause of the epistaxis was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69 year old male underwent high risk percutaneous coronary intervention (hrpci) with support from an impella cp device inserted percutaneously via the right femoral artery on (B)(6) 2026 at 15:15. Anticoagulation was managed using act monitoring, and the patient received a loading dose of aspirin and plavix followed by maintenance therapy with baby aspirin and 75 mg plavix daily, along with a heparin infusion titrated to act goals. On (B)(6), after transfer to the ICU, the patient experienced significant epistaxis requiring ent intervention and nasal packing to achieve hemostasis. The bleeding was localized to the nasal cavity and was not attributed to the impella device. Over the weekend, the patient required three units of packed red blood cells, with a recorded hemoglobin nadir of 7.9 g/dl. The device remains in place with the patient continuing on impella support at the time of reporting. The bleeding is more plausibly related to the patient¿s anticoagulation of aspirin, heparin and plavix which could be a contributing factor.